Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6). Implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 1mg/ml at 0.2502mg/day. It was reported that there was fluid collection in the pump pocket since implant in (B)(6). It was noted that the patient's pump was implanted by another doctor. On (B)(6) 2024, the patient was taken to the operating room because the managing physician noticed a "bulge in the pocket". An incision and drainage was planned to evaluate. When the pocket was opened, the 8780 catheter was broken in the middle of the pump segment. The fluid collection in the pocket was most likely "part medication, part cerebrospinal fluid (csf)" and "it was all clear fluid" with no signs of infection. The doctor removed the original pump segment and added an 8784 and the pump was working properly again. In regards to environmental, external, or patient factors that may have led or contributed to the issue, there were "none that we know of". No troubleshooting was performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". In regards to additional details about what happened to the patient, no adverse eff ects occurred. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
H6 ¿ corrected information: fdp code c50739 is not applicable for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.